Event description:
It was reported that the right ventricular lead pace impedance had high, out-of-range values of greater than 3000 ohms, and a lead safety switch occurred. Technical services was contacted by the physician about the out-of-range impedance and the right ventricular automatic capture (rvac) failing due to a low evoked response. Later, the epicardial leads were surgically abandoned. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).